Manufacturer narrative:
Based on the claim against the product by the customer an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc (isi) did not receive the blue sureform 60 reload used during this reported event for failure analysis investigations. Although the complaint was not confirmed by failure analysis since the device has not been returned, the information gathered indicates that the device may have contributed to the customer reported issue. The sureform 60 stapler instrument logs show (part number 480460-09), (lot number t12230417-0193), was installed on the system 12x and fired 11 reloads (1 green, 1 blue, 2 green, 4 blue, 3 white, in that order). On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was completed, but was followed by a firing failure. The firing stopped at ~99% completion after a duration of ~9 seconds. Peak torque had reached the threshold at 701 n. Logs show error code 22030, indicating the firing failed <2mm from completion. On installs 3, 4, and 6-9, the firings were completed with no pauses for compression. No clamping or firing was attempted on install 5. On installs 7-9, the firings were completed with 1 pause for compression each. There were no incomplete clamps or incomplete unclamps by this instrument. There were no additional stapler-related errors in the logs.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the blue sureform 60 reload had a tissue pushout on the second fire, requiring intervention. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information. The surgeon was stapling stomach tissue and the reload was 1/3 of the way completed when the tissue pushout event was produced. The surgeon repaired the defect by stapling over the push-out staple line and placing sutures. A partial gastrectomy was also performed due to the event. The dumped staples were retrieved, no buttress material was used. A leak test was conducted without any further complications. The procedure was completed robotically.